Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty-two (32) small volume intermates were leaking. The leaks were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufactured between september 5, 2018 to september 7, 2018. Four (4) samples were received for evaluation. During visual inspection via the naked eye, fluid was observed inside the bag that contained the unit. Functional testing was performed was performed and observed leak inside the bags that contained the samples. The cause of leak was due to unclosed blue slide clamp on the tubing line. A functional leak test was performed no evidence of leak was observed from the samples. The reported condition was verified. The cause of the condition was due to user error; as the first step, in the directional insert for filling and priming of the device, is to close the slide clamp. Directional inserts are provided with each intermate device. The remaining samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.